Manufacturer narrative:
Investigation summary: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains; unable to determine. Source: email.

Event description:
Reported 1 discordant negative sofia sars result when compared to pcr from one symptomatic patient. Testing was conducted as part of a verification study. The customer communicated that for their verification study, the patient tested positive through pcr testing and was then retested on the sofia analyzer 3 hours after.